Event description:
During a hand assisted lap colectomy procedure, after firing the device, the anastomosis had a leak with both firings. The staples that were in the donut were not formed properly. They looked like c's instead of b's. There was no pt consequence. Case completed with another device of the same product code.